Event description:
It was reported that there was artifact noted on the fluoro image of the 9600+ system. Tried to reboot system during case, but system did not boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Reviewed the image that had artifact and it looks as if there is lead in the field. No specific cause was reported. The system was tested and found to be working as intended and placed back into service.